Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged black particles. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged black particles on the humidifier. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box d: model number, catalog item identifier, product UDI, device serviced by 3rdp? Has updated. In box h: (device) problem code grid, component code grid, remedial action initiated, recall (z) number has been updated.